Event description:
It was reported that bolus delivery was slower than expected. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
Followup 3/20/2015: during troubleshooting with tandem technical support, customer disconnected from the pump and delivered a bolus in the expected amount of time (2 units/minute if greater than 3 units). Customer was satisfied. The product has not been received for eval. Should additional info be received, a supplemental form will be completed.